Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure of ¿cables broken¿. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that cables were broken on pk dissecting forceps. Surgery was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up to confirm that the customer visualized the cable around the tip of the instrument to be frayed upon insertion. A different pk dissecting forceps instrument was used to complete the surgery robotically. There were no fragments from the instrument that fell into the patient, and no reported injury.

Event description:
Please refer to h10/h11 for additional information.

Manufacturer narrative:
Correction for g7: it has been identified that the g7 field was incorrectly set to "periodic" in the initial report for MFR # (B)(4). G7 should have been set to "initial/30-day submission." A follow-up MDR will be submitted if any additional information becomes available.